Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 165-220 mg/dl. The customer uses the infusion sets for 3 days. Tandem technical support advised the customer that using infusion set for longer than 2 days is off label. Additionally, the customer filled a new cartridge with insulin removed from a different cartridge. The customer also loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.